Event description:
A healthcare facility in (B)(6), reported that the peep valve of an rd1300 neopuff t-piece circuit inadvertently rose from 5 to 20 during a resuscitation. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: the customer reported that the peep valve rose from 5 to 20. No further information was provided by the customer despite multiple requests for additional information regarding the reported event. A lot check could not be carried out as the lot information was not provided by the customer. Conclusion: without the return of the complaint device or any further information regarding the reported event we are unable to determine what may have caused the problem reported by the customer. The rd1300 t-piece is designed to be used with the fisher & paykel healthcare's rd900 neopuff infant resuscitator. The user instructions that accompany the rd1300 neopuff t-piece circuit state the following: "ensure pressures are monitored throughout resuscitation." "The t-piece circuit and neopuff are intended for use by adequately trained medical practitioners." In addition, the neopuff infant resuscitator user instructions state the following: "prior to every use of the neopuff, the user is to ensure that the device is functioning correctly and that the peep cap is adjusted to the desired peep level." "The neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby."

Event description:
A healthcare facility in (B)(6), reported that the peep valve of an rd1300 neopuff t-piece circuit inadvertently rose from 5 to 20 during a resuscitation. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of obtaining further information from the hospital regarding the reported event. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.